Event description:
It was reported that there was an issue with the touchscreen responsiveness of a pump, specifically that the screen was frozen and would not respond to input, preventing the customer from interacting with it. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer chose to perform the reset, after which they were able to interact with the pump screen successfully.